Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. Insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had the fluid exposure and insulin pump display went blank immediately after pump exposure to moisture. The blood glucose at the time of the incident was 144 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.